Event description:
The customer received questionable creatinine plus ver.2 (crea) and total protein urine/csf gen.3 (tpuc) results for one patient on their c501 analyzer. The patient's sample was a 24 hour urine sample. The initial results were auto verified by the analyzer. The doctor called with concerns about the initial results. The sample was repeated on (B)(6) 2012 using another c501 analyzer. The patient's initial crea result was -0.2 mg/dl and it was reported as <1 mg/dl. The repeat result was 58.8 mg/d. The customer issued 59 mg/dl as a corrected report. The patient's initial tpuc result was 1 mg/dl and it was reported as <4 mg/dl. The first repeat result was 205 mg/dl accompanied by a data flag. The sample was automatically diluted and the result was 209 mg/dl. 209 mg/dl was issued as a corrected report. There were no adverse events. The crea reagent lot number was 65985401 and the expiration date was 12/31/2012. The tpuc reagent lot number was 65671201 and the expiration date was 04/30/2013. The customer declined a service visit. The customer had set the analyzer's lower technical limit for the crea assay to -9999 and for the tpuc assay to -999. The customer felt if the recommended technical limits are entered into the analyzer, this should not happen again.